Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a bent tip was confirmed. An assessment was performed on the attachment device which determined that the bent foot end was caused by excessive force being used. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniosynostosis surgical procedure, it was observed that the foot-plate on the craniotome device was bent. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.